Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a patient experienced swelling approximately 8 months after a piriform aperture with lactosorb for maxillary osteotomy. The patient has indicated for a revision, although it has yet to occur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: l-plt rt reg 2.0 lactosorb sys; cat# 915-2101; lot# 181330. L-plt lt reg 2.0 lactosorb sys; cat# 915-2102; lot# 308570. Qty: 7 of lacto scr 2.0x7mm 2.0 sys 2/pk; cat# 915-2301; lot# 480430. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00582, 0001032347-2021-00583, 0001032347-2021-00584, 0001032347-2021-00585, 0001032347-2021-00586, 0001032347-2021-00588, 0001032347-2021-00589, 0001032347-2021-00590, 0001032347-2021-00591.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 months after a piriform aperture with lactosorb for maxillary osteotomy due to swelling. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient experienced swelling approximately 8 months after a piriform aperture with lactosorb for maxillary osteotomy. The patient has indicated for a revision, although it has yet to occur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: l-plt rt reg 2.0 lactosorb sys; cat# 915-2101; lot# 181330. L-plt lt reg 2.0 lactosorb sys; cat# 915-2102; lot# 308570. Qty: 7 of lacto scr 2.0x7mm 2.0 sys 2/pk; cat# 915-2301; lot# 480430. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00582, 0001032347-2021-00583, 0001032347-2021-00584, 0001032347-2021-00585, 0001032347-2021-00586, 0001032347-2021-00588, 0001032347-2021-00589, 0001032347-2021-00590, 0001032347-2021-00591.